Event description:
On 09/09/2025, it was reported by a sales representative via sems (B)(4) that an ar-9811 apollo multiport seemed to short circuit during the procedure and pieces broke off but were retrieved from the patient. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9811 apollo, batch 2309008, was received for investigation. Visual inspection noted that the tip of the device was observed to be damaged and chipped. Functional testing was not performed due to the device's damage. The damage is most likely attributed to misuse caused by prying or leveraging the device against bone or bony tissue.